Event description:
(B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during service. Reportedly the pump was not blocked and only the error was displayed. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in il cairo, egypt. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was solved by replacement of the patient pump. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event occurred on this device since its installation in 2016. Most likely root cause was an accumulation of dirt leading to a temporary mechanical issue of the pump.